Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An integrity bare metal stent was attempted to be used. It was reported that the physician tried to get the stent delivery system around a tortuous curvature of the coronary arteries but was unsuccessful. When the physician retracted the delivery system back into the guide catheter, the stent dislodged. The entire delivery system, including the sheath, was removed. The stent was retained in the radial artery at the access site. The stent was removed later that same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.